Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 - it was reported the lead was capped due to p/s portion has noise. New rv lead implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Attempted lead replacement due to noise but attempt stopped due to left subclavian occlusion. Lead remains implanted. Should additional information be received, this file will be updated.